Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. .

Event description:
Subsequent to the filing of the initial medwatch, additional information was received: cuff miss, as stated on the initial medwatch report, did not occur; cuff miss was erroneously reported by the site. The device problem was no back flow from marker lumen. A second proglide device was used to achieve hemostasis.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to achieve arterial blood marking is confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.